Event description:
It was reported that during inspection for use, the colonovideoscope exhibited no image, followed by error e315 (unsupported scope error) and a scope communication error (b30). There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.